Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, lot# 0214076734, implanted: (B)(6) 2017, product type: lead. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative. It was reported that the conductor #0 was greater than 10,000 ohms at the follow-up appointment. Programming was on the poles #1 and 2. The patient felt the stimulation on the back and left leg, but not in the right leg. (In the operating room, the stimulation was ok with the pole #0.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that gradually the impedance became within the ranges the days after the incident occurred. The patient underwent the implant and the impedance values were over 10,000 ohms at 0.7 volts, but normal at 3 volts. The patient was perceiving therapy. No cause of the impedance issues was determined, but the rep suspected that there was a source of interference outside the programming room. No other action would be taken except for regular follow-up visits. It was noted that the extension was cut and the customer discarded it, and the lead remained implanted.